Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR # 1225714-2013-00663.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2010, after use of the product.